Manufacturer narrative:
Concomitant products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 24-jul-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump and catheter were explanted due to a pocket infection.